Event description:
It was reported that during a gastrectomy procedure, the doctor used the stapler and fired the instrument twice however on the third firing the stapler did not close since at the back of the firing knob the notch at the back had broken off from the stapler. The doctor had to open another stapler to complete the procedure. No patient consequences reported.

Manufacturer narrative:
(B)(4). Results: damaged staple height selector the analysis results found that the instrument was received with no cartridge reload loaded in the instrument. The staple selector was noted to be damaged. No functional test was performed, however the device did open and closed as intended. While no conclusion could be reached as to how the staple height selector became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.